Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -7.5 diopter, in the patient's right eye (od) on (B)(6) 2015. The patient experienced significant reduction of irido-corneal angles. The lens was explanted on (B)(6) 2016 due to excessive vault. The lens was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
On (B)(6) 2016 it was confirmed that customer discarded explanted lens. Lens unable to be evaluated. (B)(4).